Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly and unexpected restart alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the display screen returned. Troubleshooting for unexpected restart alarm was performed. Customer advised they received the alarm multiple times and after a battery change they were asked to monitor the insulin pump.